Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that patient underwent excision of exposed mesh w/revision of site due to erosion on (B)(6) 2008. It was reported that patient underwent diagnostic laparoscopy w/ lysis of adhesions followed by burch retropubic urethropexy on (B)(6) 2009. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was used. The patient had mesh removal surgeries on (B)(6) 2008 due to vaginal wall erosion and dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.